Event description:
Event description guidant received information that during a patient follow up visit, this left ventricular (lv) lead displayed impedance measurements greater than 2000 ohms and was unable to capture the myocardium. A lead fracture was suspected with probable cause related to the patient's sporting activity. The patient reported no adverse symptoms associated with this suspected fracture. A revision procedure sixteen days later confirmed the complete fracture. As the lead was explanted, it was cut once and forming two segments, and both were returned for analysis. A new model transvenous lead was successfully implanted and the patient remains enlisted in the clinical action study.